Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient fell in (B)(6) of 2018 and hit his head on the left implanted side on the air vent screw of a radiator/heater. Afterwards he had no hearing sensation with the device. Re-implantation is planned.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the recipient fell in (B)(6) of 2018 and hit his head on the left implanted side on the air vent screw of a radiator/ heater. Afterwards he no longer had any hearing sensation with the device. The recipient was re-implanted.